Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent an unspecified surgical procedure. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with degenerative disc disease and discogenic back pain. The patient underwent anterior retroperitoneal exposure anterior lumbar fusion at l5-s1; application of cages x 2, l5-s1; anterior plating at l5-s1; discectomy. As per-op notes, ¿the anterior longitudinal ligament and annulus was incised and a discectomy was performed back to the posterior longitudinal ligament. It was then sized to a 20 mm and the 20 mm distractor was inserted and the disc space was reamed and tapped on the left and right and then two 20mm cages packed with bone morphogenic protein were put into place.¿ there were no patient complications.